Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication and subsequent patient death cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A medical review of the event information provided was performed by an isi medical safety officer and the following information was provided: "based upon the information provided in the description of events, the patient underwent a da vinci-assisted umbilical hernia repair using a transabdominal preperitoneal (tapp) technique and suffered a pulmonary embolism on postoperative day #3 and expired. The patient was noted to suffer from multiple comorbidities (not fully listed) including morbid obesity. The cause of the patient¿s pulmonary embolism and subsequent death are unknown. Furthermore, the potential contribution from the da vinci system, instrumentation, and accessories to the patient¿s pulmonary embolism and subsequent death are unknown. Pulmonary embolisms result from the dislodgement of a portion or all of a deep vein thrombosis (dvt). Dvt formation results from one of three factors of virchow¿s triad; 1) venous stasis (immobility, venous obstruction ¿ obesity, varicose veins, etc.), 2) activation of blood coagulation (cancer, thrombophilia, inflammatory disease, etc.), 3) vein damage. Except for the possibility of venous stasis due to venous obstruction from the patient¿s morbid obesity, the cause of the deep vein thrombosis is unknown." A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: multiple procedures have been performed on the da vinci system after this reported complaint with no complaints created. No errors were observed during this procedure. As a result of this review, the tse did not recommend an isi field service engineer (fse) visit the site to perform system verification testing. All instruments used during this procedure have been reused in subsequent procedures. No complaints have been created against any of these instruments. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted umbilical hernia (tapp) procedure, the patient experienced cardiac arrest and expired on post-operative day three. The surgeon suspects the cause of death was due to a pulmonary embolism. However, the cause of the post-operative complication and subsequent patient death cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that after a da vinci-assisted umbilical hernia (tapp) procedure the patient expired on post-operative day three after experiencing cardiac arrest. The surgeon of this procedure believes the patient possibly developed a pulmonary embolism. However, the cause of death cannot be confirmed as the patient's family declined to have an autopsy performed. The da vinci-assisted procedure was reportedly completed with no intra-operative complications. When asked if the patient had any relevant medical history related to this event the surgeon provided the following patient medical history: the patient was (B)(6) years old, morbidly obese, and had a history of congestive heart failure (chf), hypertension, polycythemia vera, obstructive sleep apnea (osa), and chronic obstructive pulmonary disease (copd). The surgeon reported that the patient was on heparin subcutaneously and aspirin after undergoing the da vinci-assisted procedure. Advanced cardiovascular life support (acls) was performed as intervention due to this event. The surgeon reported that there are no images/videos of this event for intuitive surgical, inc. (Isi) to review.